Event description:
It was reported that the motor device was burned out. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor went beyond temperature specification and had a loud noise due to cracked drive shaft. It was determined that this was indicative of applying extreme force while in use. The assignable root cause was determined to be due to component damage caused by misuse and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.